Event description:
It was reported that premature deployment of stent occurred. Vascular access was obtained via right common femoral artery. The target lesion was located in the iliac artery. After a 6f supersheath was placed, a 7x120x75 epic¿ vascular stent was prepared to treat the lesion. However during insertion of the device into the sheath, it was noted that the stent was deployed. The physician pulled the sheath to remove the stent but subsequently, the epic¿ vascular stent was stretched and extended to the right external iliac artery. The patient then underwent a cut down procedure to remove the epic¿ vascular stent and implanted a newstent to revascularize; and the procedure was completed. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).